Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed episodes of non-sustained right ventricular over-sensing caused by the right ventricular lead over-sensing. The patient was stable, and the issue will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: b1, d5, h1